Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the label of a bd allergy tray precisionglide¿ attached needle without safety was incorrect, and stated ¿treatment¿ instead of ¿testing¿ on the label. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned a photo of a tray of 1/2ml, 10mm, 27g allergy syringes from lot # 7072704. Customer states that the label had "treatment" crossed out and "testing" was written. The photo was examined and the tray cover exhibited ¿treatment¿ printed on it. Refer to CAPA (B)(4) and situation analysis (B)(4). Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time. Investigation conclusion: refer to CAPA (B)(4) and situation analysis (B)(4).